Event description:
It was reported that the bd smartsite 13mm vial access device had flow issues. The following information was provided by the initial reporter: syringe-vial and adaptor system pressure irregularity. Additional information received: describe any patient harm, injury, complication or negative outcome that occurred as a result of the event: dosage not received by the patient. Could you please confirm whether the date of awareness mentioned in the email is the date of the event? If it is not, could you kindly provide the actual date of the event: the date of awareness is what is used as the date of event.

Manufacturer narrative:
B.3. The date of event is unknown; bd awareness date used. Device evaluation: no product or photo was returned by the customer. The customer complaint of flow issues - accuracy could not be verified due to the product not being returned for failure investigation. A device history record review for material#: 2203e and lot#: 24036117 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 25mar2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
Additional information received description: e-mail received in the mnsc contact center mailbox from cvs health specialty pharmacy subject ID#: (B)(6). Ae reference # - -(B)(4). Adverse event verbatim: "pt and pt's spouse reported when mixing winrevair, saline would not go in and just spilled everywhere and could not mix. They reported something malfunctioned on syringe or vial, they were unable to give pt the shot. Description: consumer calling to report winrevair pqc when attempting to reconstitute winrevair for her husband. Consumer states when "trying to transfer the sterile water from the prefilled syringe into the vial of powder she was not able to push the plunger, it felt like it was under pressure and then it popped out and water leaked everywhere". Consumer able to connect the vial adapter without difficulty. No damage to anything that she can see. Per wife, her husband "would have only had half a dose so no dose was given." Caller did get sterile water on her hand so additional ae filed. See case (B)(4). No additional pqc. No letter sent as caller declined notification be sent to physician. Call came in from husband who reported pqc/ae but phone was passed back and forth between husband and wife who assisted with pqc questions. No difficulty inserting vial adaptor or syringe to adaptor.

Manufacturer narrative:
Additional information received description: e-mail received in the mnsc contact center mailbox from cvs health specialty pharmacy subject ID#: (B)(6). Ae reference # - (B)(4). Adverse event verbatim: "pt and pt's spouse reported when mixing winrevair, saline would not go in and just spilled everywhere and could not mix. They reported something malfunctioned on syringe or vial, they were unable to give pt the shot. Description: consumer calling to report winrevair pqc when attempting to reconstitute winrevair for her husband. Consumer states when "trying to transfer the sterile water from the prefilled syringe into the vial of powder she was not able to push the plunger, it felt like it was under pressure and then it popped out and water leaked everywhere". Consumer able to connect the vial adapter without difficulty. No damage to anything that she can see. Per wife, her husband "would have only had half a dose so no dose was given." Caller did get sterile water on her hand so additional ae filed. See case 02747081. No additional pqc. No letter sent as caller declined notification be sent to physician. Call came in from husband who reported pqc/ae but phone was passed back and forth between husband and wife who assisted with pqc questions. No difficulty inserting vial adaptor or syringe to adaptor. No product or photo was returned by the customer. The customer complaint of component damage - leak could not be verified due to the product not being returned for failure investigation. A device history record review for material# 2203e and lot# 24036117 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 25mar2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.